Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection showed that as reported, the male luer of the hospira secondary set broke off in the first/top clearlink y site of the (B)(4) clearlink set, it also showed the break plane has white stress present.visual inspection of the gland housing showed a vertical crack near the top portion of the housing. Visual inspection of the gland center slit showed that it is open with no re-knit. No other obvious visual defects were noted. Based on evaluation of the complaint sample, an assignable cause of operator error was identified.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which when attempting to connect an unknown hospira secondary set to the clearlink at the upper y-site, the clearlink cracked. This resulted in a leak of unknown medication. The nurse changed out the primary tubing and therapy continued as normal. According to the report, the facility recently converted from hospira to baxter IV pump tubing. The facility is still using hospira tubing outside of the pump. The reporter indicated that the facility has been encouraged to fully push and twist the stems into the y-sites. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.